Event description:
Patient is a scoliosis patient who had just undergone spinal surgery.an 8 fr silicone foley catheter was being used on the patient. Standard removal was being performed; the balloon was deflated, initial slow pressure was applied to remove the catheter. Resistance was met; lidocaine lubricant gel (uroject) was obtained and 1ml was inserted at the tip of the penis and clinician waited for one minute. The clinician pulled and still met resistance with moderate pressure applied. Additional lidocaine gel was inserted and the clinician waited for 3 more minutes. Moderate pressure was applied to finally remove the foley. The patient tolerated procedure well, and a ring was noted at the tip of the catheter upon removal.device #1is this a laboratory device or laboratory test?no.